Event description:
Revision surgery - received notification of a revision surgery at a medical center in 2008. No further info has been received.

Manufacturer narrative:
Encore is in the process of collecting all required info. A follow-up report will be submitted when the info is received.